Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Insert was placed into tibial baseplate and a final rom performed. Surgeon felt that the femoral condyles were not articulating correctly with the sulcus of the insert. He could create some varus/valgus movement against the raised island in the center of the insert. He questioned whether the insert is correctly machined and within tolerance.